Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedances. Current measurements were within normal limits. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.